Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl between 49 and 71 hours of wearing the pod. The patient¿s parents reported the bg levels were high even with correction boluses. The parents further stated the adhesive was not secure and the cannula had dislodged from their leg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.